Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the solitaire was withdrawn and replaced with a new one.

Manufacturer narrative:
Product analysis #(B)(4) :equipment used: vis (m-78210), 203cm ruler (m-83361), continuity tester (nds-2x) as found condition (condition of returned device): a solitaire stent device was returned for analysis within a shipping box; within a sealed biohazard pouch. The detachment box and cable set were not returned. Visual inspection/damage location details: conformance to specifications could not be assessed for detachment box as it was not returned. The solitaire fr stent device was returned within its introducer sheath. The stent appeared to still be attached to the pushwire. The finger markers were examined within the introducer sheath and were found to be aligned properly. The solitaire fr stent device was pushed out from within the introducer sheath without issue. No bends or kinks were found with the solitaire fr pushwire or marker coil. Visual inspection of the detachment zone revealed no electrical etching. The attachment zone and glue domes were found to be damaged. The stent was found to be still attached to the pushwire. The stent non-working (tear drop) and working length struts were in good condition. No other anomalies were observed. Testing/analysis (including sem reports): continuity testing was performed on the stent device. The stent was electrically isolated; the detach wire was not electrically isolated which is normal. These results indicate that the stent should be able to detach normally. The detachment test was then performed using an in-house solitaire detachment system and in-house cable set. The stent detachment occurred at 1 minute 22 seconds. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿non-detachment¿ was confirmed as the stent was found to be still attached to the pushwire; however, the root cause could not be determined. No defect was found with the returned solitaire fr stent device that would have contributed to the event. User errors such as connecting the cables incorrectly, not using a new battery, placing the needle in fat cells, not exposing the detachment zone to blood flow or pulling the microcatheter back too far, and not maintaining saline drip through microcatheter could contribute to the event. Additionally, if not enough blood thinner is used, clots can form on the detachment zone. These user errors can happen even if the device is working correctly. Based on the device analysis and reported information, the customer¿s report of ¿separation¿ was unable to be returned as the stent was still attached to the pushwire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding solitaire fr non-detachment and separation. The patient was undergoing treatment for an ischemic stroke in the left middle cerebral artery. The baseline mrs, nihss, and tici score are unknown. The post procedure mrs, nihss, and tici scores are unknown. Intravenous tissue plasminogen activator (tpa) was not contraindicated. The patient's vessel tortuosity is unknown. The stroke onset to reperfusion time was 3.5 hours. It was reported that the stent could not be detached. It was reported separation occurred. The patient did not have vessel stenosis proximal to the thrombus site. The pushwire was not torqued during the procedure. One pass was made using the stent. There was no friction or difficulty during the procedure. The microcatheter tip covered the stent proximal marker during retrieval. The stent was removed from the patient. There was no surgical or medicinal intervention required. The physician attempted to detach the stent two times. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.